Event description:
A patient rep0rted blood glucose results of 14.6 mmol/l, 6.6 mmol/l and 3.3 mmol/l with a lifescan meter, performed within 3 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <=20% and/or <=20 mg/dl, thereby indicated a potential malfunction of the meter in terms of precision. Meter was replaced.